Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological & gynecological. According to reporter: the pt underwent an anterior repair procedure for treatment of a pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.